Event description:
The client stated the pt, a male, was receiving his 19th treatment for shoulder injury. He prepped the pt by wiping off the sweat from his shoulder and applied the electrodes. The client was using ifc waveform for the treatment. He did not know the intensity, but it was set to pt tolerance. Channels 3 and 4 were being used. Two inch round electrodes were being used and had been used for twelve previous treatments. They appeared to be in good condition and had been stored in a plastic bag between uses. Approx 5 mins into the treatment, the pt reported feeling a sharp pain. The treatment was stopped and the electrodes removed. Small blisters were noted under the area of the electrodes. The client treated the area with antibiotic ointment. No further medical treatment was necessary.

Manufacturer narrative:
The device will be evaluated upon return to mfg. The device eval and any add'l findings will be provided upon conclusion of the device eval.